Manufacturer narrative:
Analysis of the pump revealed pump fluid path reservoir access issues due to residue before internal decontamination.

Event description:
It was later reported that the patient recovered without sequelae on 2013-(B)(6).

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information later reported that the reservoir valve lock issue was the cause because the normal troubleshooting techniques were used to get it to release.

Event description:
It was reported that there was difficulty filling the pump reservoir. Initially, the reservoir was aspirated and 6ml were pulled out with the expected volume of 5.2ml. Upon attempting to inject, the healthcare professional was unable to fill the pump. It was stated that there was a lot of pressure. Four different needles were used from three different refill kits without successfully filling the pump. Additionally, the tubing had been changed and negative pressure had been applied for two to three minutes. The patient had not been scuba diving or had any hyperbaric treatment. After applying more negative pressure and attempting to inject saline, it was reported that the drug was successfully injected into the pump. It was stated that the device system was infusing fentanyl and bupivacaine. It was reported that there was difficulty with filling the pump. The syringe was held for seven to eight minutes to get the air out. There were no patient injuries or symptoms related to this event. It was stated that the device system was infusing infumorph and bupivacaine. It was later reported the pump was working again. It was later reported that the physician tried to get all the pressure out after 30 minutes on 2 occasions then the pump was difficult to fill. An x-ray and dye study was performed. An occlusion of the catheter was found. The pump and catheter were replaced on (B)(6) 2013. It was indicated that the issue was resolved. It was later reported that the cause of the issue was unknown. The physician had difficulty on the back table as well despite 30 minutes attempting with different needles, syringes after the 22 gauge. The cause of the catheter occlusion was also undetermined. It was later reported that after the pump was removed, the pump was scanned for remaining medication. The scan indicated 18ml but the technician could only aspirate 1ml.